Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The lot number was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Information updated: lot number, catalog number, expiration date, unique identifier (UDI) # and model number

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery. During the procedure, the a hole/perforation was found in the right cylinder. There were no patient complications, the surgery results look good and patient is set to fully recover.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery. During the procedure, the a hole/ perforation was found in the right cylinder. There were no patient complications, the surgery results look good and patient is set to fully recover.